Event description:
It was reported the blade locked out during a tonsillectomy procedure. It was reported after procedure was over, the staff noticed a thermal type injury in the corner of the patient's mouth. Rep spoke with surgeon and he stated that he did not use a barrier to protect the patient's mouth.